Manufacturer narrative:
This product was received and tested by technical services and the no image failure was confirmed. They identified the cause of the problem as a faulty pico fuse that is part of the front window assembly which was replaced. The device passed all tests and was returned to the customer.

Event description:
The customer reported that during a patient procedure, using a gs pgvl monitor, the monitor had no image even with a known good blade / baton connected. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.